Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, impedance was <80 ohms and there was no pacing output.